Event description:
It was reported that this lead had dislodged. During lead revision, and due to patient anatomy, this lead was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.